Event description:
It was reported that the patient could only get 2 coupling bars between their recharger and implantable neurostimulator (ins). The antenna locator was used to confirm good location and that the ins was not too deep. The patient had x-rays taken and it was found that the ins was flipped. The patient had revision surgery on (B)(6) 2012. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient had her pocket revised by her physician; her implantable neurostimulator (ins) was flipped over and re-sutured into the pocket. The patient then attained full (8 out of 8 bars) coupling with her ins.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead; product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ recharger; product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient; product ID 3708360 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: product typ extension; product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension; product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ extension. (B)(4).